Event description:
The customer called to report a blank screen. The customer then stated that she had been hospitalized back in (B)(6) due to diabetic ketoacidosis, with blood glucose levels greater than 1300 mg/dl. The customer stated that she was in a diabetic coma, and was transferred to intensive care four days later. The customer stated that she had fallen a couple of times that day, and hit her head against the wall. The customer was unconscious, and her husband called the paramedics. The customer stated that she was dizzy, unable to keep her balance or respond to questions properly. Troubleshooting was performed, and the blank display issue was resolved. Assisted the customer with changing the time and date. Found that the programming was correct. The insulin pump passed the prime test, but failed the high pressure test twice. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with cracked reservoir tube lip.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. A cracked reservoir tube lip was noted during visual inspection.